Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on april 29, 2025 with lot number 3016543. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported right side "breast lower portion device rupture was found via breast ultrasound". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported right side "breast lower portion device rupture was found via breast ultrasound". Device has been explanted and replaced.